Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a scheduled pulse generator change procedure. During the procedure, the atrial lead was observed with episodes of noise reversion and oversensing. The physician did not allege any lead malfunction as all other parameters were stable. The physician elected to only monitor the lead at this time. The procedure was completed without further incident. The patient's condition was stable.